Manufacturer narrative:
Corrected data: h3: device evaluation-should be corrected to state "found the optic and the haptic torn with residue on the lens. Dimensional and functional inspection found the lens to be within specifications". Claim#: (B)(4).

Manufacturer narrative:
B5- per updated information the lens was exchanged for a shorter length lens of different model and power on (B)(6) 2023 and the problem resolved. H3- device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found one of the haptics broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -8.50/2.5/111 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault and refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).